Event description:
It was reported that this right ventricular lead pacing impedance had an abrupt high out-of-range change likely related to spring contact issues. The patient will be continued to be monitor and will changeout to a new header when battery needs replacement. This lead remains in service and no adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)